Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device looks cloudy. No patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device looks cloudy. A visual inspection was performed and showed the scope to damaged negative lens with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed. Device returned for evaluation. Device evaluated by the manufacturer.